Event description:
(B)(4) clinical study. Same patient as: 2134265-2012-02312. It was reported that during a coronary artery stenting treatment procedure, the patient experienced chest pain and a dissection. In (B)(6) 2011, during the index procedure, the patient presented with chest pressure like sensation. On admission, cardiac enzymes were fond to be elevated and the patient was diagnosed with non st elevation myocardial infarction. Cardiac catheterization was performed. Lesion 1 was a denovo lesion located in the proximal right coronary artery. The lesion was 80% stenosed, 4.0mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 4.0x20mm taxus liberte stent. A grade a dissection was noted proximal to the edge of the stent which was treated with the placement of 4.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. Lesion 2 was a denovo ostial lesion located in the ramus. The lesion was 80% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 2.75x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Post deployment of the 4.0x20mm taxus liberte stent, the patient experienced chest pain during inflations with the taxus stent delivery system. The patient was treated with fentanyl IV 50 mcg.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).